Event description:
Procedure type: low anterior resection. Patient gender: unknown. According to the reporter: the green mark that shows that the machine is ready to fire didn't appear, the device, however, was fired and left a unreliable anastomosis. A new instrument was used to complete the procedure. There was some tissue loss due to repeat anastomosis. No extended incision, delay to surgery was about 15-20 minutes. No blood loss was reported. No patient details were available.

Manufacturer narrative:
Initial report sent: 01/30/2008.